Manufacturer narrative:
During the requested site visit, the field service representative (fsr) performed troubleshooting and discovered that both the tubing, peristaltic head (rohs) and tbg, hcw nozzle to hcw pump head were worn from normal use (tubing was flared). The tubing, peristaltic head and tbg, hcw nozzle to hcw pump head were both replaced which resolved the discrepant magnesium results issue. A review of the alinity ci processing module, serial number (B)(6) service history was performed and no additional erratic results pre- or post the current complaint were identified. A review of complaint and trending data for the alinity c processing module did not identify any similar issues described in this complaint. Additionally review of complaint and trending data associated with the tubing, peristaltic head (rohs) and tbg, hcw nozzle to hcw pump head did not identify an increase in complaint activity. The alinity ci-series operations manual provides adequate labeling with regards to maintenance and troubleshooting the issue, including operational precautions and limitations; specimen handling recommendations and fluidic subsystems troubleshooting and the system technology limitations and resolving the customer¿s issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Based on the investigation no product deficiency was identified for either the alinity ci processing module, serial number (B)(6), or the tubing, peristaltic head (rohs) and tbg, hcw nozzle to hcw pump head.

Event description:
The customer reported a falsely elevated magnesium result generated by the alinity c processing module for a 64-year-old female patient. The sample was repeated, and the results were within the normal range. The following data was provided: customer¿s reference range: 0.7 to 1.0 mmol/l sid (B)(6): (B)(6) 2025 initial magnesium result on (B)(6) = 3.54 mmol/l repeat results = 0.99 mmol/l (B)(6), 0.97 mmol/l (B)(6) the customer released the magnesium result of 0.97 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Correction to section h11 to correct the serial number from (B)(6) to (B)(6). During the requested site visit, the field service representative (fsr) performed troubleshooting and discovered that both the tubing, peristaltic head (rohs) and tbg, hcw nozzle to hcw pump head were worn from normal use (tubing was flared). The tubing, peristaltic head and tbg, hcw nozzle to hcw pump head were both replaced which resolved the discrepant magnesium results issue. A review of the alinity ci processing module, serial number ac03148 service history was performed and no additional erratic results pre- or post the current complaint were identified. A review of complaint and trending data for the alinity c processing module did not identify any similar issues described in this complaint. Additionally review of complaint and trending data associated with the tubing, peristaltic head (rohs) and tbg, hcw nozzle to hcw pump head did not identify an increase in complaint activity. The alinity ci-series operations manual provides adequate labeling with regards to maintenance and troubleshooting the issue, including operational precautions and limitations; specimen handling recommendations and fluidic subsystems troubleshooting and the system technology limitations and resolving the customer¿s issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Based on the investigation no product deficiency was identified for either the alinity ci processing module, serial number ac03148, or the tubing, peristaltic head (rohs) and tbg, hcw nozzle to hcw pump head.

Event description:
The customer reported a falsely elevated magnesium result generated by the alinity c processing module for a 64-year-old female patient. The sample was repeated, and the results were within the normal range. The following data was provided: customer¿s reference range: 0.7 to 1.0 mmol/l. Sid (B)(6): (B)(6) 2025 initial magnesium result on (B)(6) = 3.54 mmol/l. Repeat results = 0.99 mmol/l (B)(6), 0.97 mmol/l (ac02078). The customer released the magnesium result of 0.97 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated magnesium result generated by the alinity c processing module for a 64-year-old female patient. The sample was repeated, and the results were within the normal range. The following data was provided: customer¿s reference range: 0.7 to 1.0 mmol/l. Sid (B)(6): (B)(6) 2025 initial magnesium result on ac03148 = 3.54 mmol/l. Repeat results = 0.99 mmol/l ((B)(6)), 0.97 mmol/l ((B)(6)). The customer released the magnesium result of 0.97 mmol/l. No impact to patient management was reported.